Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis and chest pain occurred. In (B)(6) 2013, the patient presented with stable angina and myocardial infarction. Subsequently, the index procedure was performed. The target lesion was a de novo lesion, located in the prox right coronary artery (rca) with 90% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 20 mm promus element plus stent, with 0 % residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with substernal chest pain described as if having a heart attack, crushing in nature rated as 5/10 in severity. Pain improved with nitroglycerin but it did not resolve completely and the patient was hospitalized on the same day. Twelve-lead EKG revealed normal sinus rhythm, left axis deviation and inferior infract. Cardiac catheterization was recommended and revealed 50-70% in-stent restenosis of the study stent, mid de novo lesion and 30% stenosis beyond the acute angle. In (B)(6) 2016, the patient underwent 3 vessel coronary artery bypass graft (CABG) including left internal mammary artery (lima) to left anterior descending (lad) artery, saphenous vein graft (svg) to obtuse marginal (om) and svg to right posterior descending artery (r-pda). Five days after, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.